Event description:
It was reported that while in the cath lab the md inserted the sheath via the femoral artery. The iab was prepped per instruction and handed to the md to insert. The md could not advance the iab through the sheath and as a result, the iab with the sheath was removed as one unit. Another iab was used with success.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.